Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00246 on august 11, 2016. On 12/28/2016 additional information: the customer service engineer (cse) performed complete troubleshooting steps. The aspiration and dispense were checked and no issues were identified. The rinse blocks were checked and buildup was found on rinse block 1. The rinse blocks were replaced as well as the waste peripump segments and covers. The reagent probe was inspected and found to be bent. The reagent probe was replaced. The cse performed testing for carryover and could not identify any possible carryover results. An uninterrupted power supply (ups) to prevent possible power surges that may affect results was installed. The cse installed test definition (tdef) ah which contains updated rinse dispense times, expected to improve tni-ultra performance. Sample preparation was discussed with the customer and the customer was advised to follow proper sample handling guidelines. The cse performed precision runs of 10 replicates of low calibrator and 30 replicates of multidilluent 11. No discordant results were identified, while several of the actions taken could have caused the discordant results and the probable cause was rinse block 1, this discordant results were not able to be reproduced. No conclusion can be drawn. The cause for the discordant tni-ultra) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant tni-ultra results is unknown. As part of troubleshooting, the instrument was inspected. It was noted that the wash block looked dirty and there was dry liquid under the ring plexiglas. The wash 1 dispense port test, the aspirate probes, the acid dispense, the base dispense, and background checks were all acceptable. A contamination test with a positive sample did not show any cross contamination. The negative result was still <6ng/l. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False positive advia centaur cp troponin ultra (tni-ultra) results were obtained on samples from two patients. The patient samples were repeated and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tni-ultra results.